Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (arterial occlusion).

Event description:
An unknown size aneurx bifurcated stent graft and its components were successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that ten days post stent graft implant, the pt had a heparin induced thrombocytopenia, the pt's sfa occluded resulting in a stroke with paralysis of the left side of the pt. The physician elected to performed a thrombectomy of the sfa twelve days post stent graft implant. The cause of the secondary intervention was reported to be related to the pt's reaction to heparin. No additional clinical sequelae were reported and the pt is fine.